Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On(B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/300. As it was stated, seal fell apart during cases. According to photographic evidence, paint was peeling from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 500/300. As it was stated, the seal fell apart. According to photographic evidence, paint was peeling from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical lights did not meet their specification due to the listed deficiencies, and in this way contributed to the event. Upon the event occurrence the devices were not being used for patient treatment or diagnosis, as far as getinge has been able to establish. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s instructions for use 01581 rev. 9, page 27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices (powerled¿s IFU 01581 rev. 9, page 27). Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of describe event or problem# field deem required. This is based on the internal evaluation. #b5 previous describe event or problem: on 23rd september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/300. As it was stated, seal fell apart during cases. According to photographic evidence, paint was peeling from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on 23rd september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/300. As it was stated, the seal fell apart. According to photographic evidence, paint was peeling from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 23rd september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/300. As it was stated, the seal fell apart. According to photographic evidence, paint was peeling from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.